Event description:
It was reported by an attorney that a gynecological procedure was performed and mesh was implanted on (B)(6) 2011 along with concurrent robotic total laparoscopic hysterectomy/bso, anterior-posterior repair with perineoplasty and sling procedure due to stress urinary incontinence with hypermobility of the urethrovesical angle, and uterine fibroids with ovarian cysts. It was reported that following implantation the patient experienced pain, erosion and multiple surgeries. It was reported that the patient underwent anterior colporrhaphy with excision of eroded mesh on (B)(6) 2007 due to dyspareunia and anterior vaginal mesh erosion.

Manufacturer narrative:
It was reported that patient underwent mesh explant on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/20/2017 patient code: (B)(4) urinary/bowel problems it was reported that following insertion the patient experienced infection, urinary/bowel problems and bleeding.